Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has an infection at her ipg site.

Event description:
Follow-up revealed the doctor allegedly stated that an infection was never present at the ipg site. It was also reported the patient's ipg site hasn't been healing properly and has been itching recently. The patient was given topical ointment for the itching but it hasn't been effective. The patient has been referred to another doctor and plans to meet with them to determine the next course of action.